Event description:
It was reported that the pump display orientation changed from horizontal to vertical. Customer reported the issue had been resolved after turning the screen off and on. Customer's blood glucose level ranged from 100 mg/dl to 200 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.